Manufacturer narrative:
Device sample not returned to manufacturer at time of this report.

Event description:
The event is reported as: alleged issue: upon "firing" the hemolok clip onto the cystic duct the surgeon noticed the distal tips of the clip were not aligned which caused the clip to fail. After squeezing the instrument handle and releasing pressure, it was noticed that one of the applier jaws had broken off of the applier. They were able to locate the broken tip in the abdomen for removal. No reported patient injury. Current patient's condition is fine.